Manufacturer narrative:
The investigation has determined that higher than expected troponin es results were obtained from three different patient samples using vitros troponin I es (tropi es) reagent on a vitros xt 7600 integrated system. The most likely assignable cause of the event was an instrument related performance issue. Around the time of the event, the vitros analyzer was posting well wash condition codes pes-603 and pes-604. The ortho field engineer (fe) performed service actions to the well wash subsystem. In addition, the fe advised the customer to replace the signal reagent (sr) plastic dispense and ceramic aspirate tips and to also clean the assemblies. Following the adjustments and replacements, a within run precision test was performed and acceptable results were obtained. The customer made no suggestion of any issues with the qc fluids processed at the customer site and no issues regarding accuracy or precision of the vitros tropi es assay were indicated. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 4960 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected troponin es results were obtained from three different patient samples using vitros troponin I es (tropi es) reagent on a vitros xt 7600 integrated system. Patient 1 sample results of 5.54, 1.53 and 0.149 ng/ml versus the expected result of <0.012 ng/ml patient 2 sample result of 0.196 ng/ml versus the expected result of <0.012 ng/ml patient 3 sample result of 31.4 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi I es results were reported from the laboratory. However, a corrected report was later issued for the affected sample. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).